Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the surgeon uses the 2b5lt and 2cb5lt same port, one with trocar, and one without. The ports have some kind of sleeve inside them that makes the insertion and removal of instruments very difficult which leads to excessive trauma at the port sites. By the end of the case, pieces of the port were shaving off and being pushed into the patient's abdominal cavity whenever an instrument was inserted. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received: lot # p4r56w, expiration date: (B)(6) 2022, manufacture date: 02/15/2017.